Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not reported as returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment article titled: emergency treatment of iatrogenic coronary perforation by transcatheter embolization with gelatin sponge particles-description of technique. The other hi-torque guide wire is filed under a separate medwatch report.

Event description:
It was reported through a research article that the patient was hospitalized for treatment of a totally occluded stent in the right coronary artery. A pilot 150 guidewire was advanced but could not cross through the occluded stent. The occluded portion was predilated and the wire was able to cross. Angiography revealed a small perforation at the distal edge of the occluded stent. The wire was left in place and a second pilot 150 was advanced to find the true lumen; however, after advancing, no flow was noted, and it was determined that a large perforation occurred. Medications were administered along with balloon inflation which were unsuccessful in resolving the perforation, so gelatin sponge particles were used and successfully sealed the perforation. No additional intervention was required. The patients clinical condition improved and was transferred to the intensive care unit. Details are listed in the article titled emergency treatment of iatrogenic coronary perforation by transcatheter embolization with gelatin sponge particles - description of technique.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), was not performed because the part and lot numbers were not reported. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.